Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. A cracked sensor neck was observed upon visual inspection of the plug assembly. Accuracy test was conducted; all results within specification range. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality tests during the investigation indicates that the cracked sensor neck did not impact the sensor¿s ability to function properly. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. The customer did not notice a trend arrow on the device. As a result, the customer experienced hypoglycemia and a seizure; however, the customer was able to self-treat with orange juice after symptoms subsided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. The customer did not notice a trend arrow on the device. As a result, the customer experienced hypoglycemia and a seizure; however, the customer was able to self-treat with orange juice after symptoms subsided. There was no report of death or permanent injury associated with this event.